Manufacturer narrative:
B5: information added. H6 evaluation method code: updated from device not returned to device discarded.

Event description:
It was reported that hematoma occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. During transseptal puncture (tsp) using versacross connect kit (vcc) and watchman trusteer access system (was), radiofrequency (rf) energy was delivered; however, the vcc guidewire was not visualized in the left atrium (la). The wire was withdrawn, the was repositioned, and rf energy was delivered again, resulting in successful transseptal access to the la. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and the closure device was implanted. The procedure was completed. Upon completion of the procedure, tee imaging identified a hematoma involving the aorta. No acute clinical instability was reported. No medical or surgical intervention was required at that time. The patient was admitted for overnight observation and is expected to fully recover. In the physicians opinion, tsp is the cause of the aortic hematoma. It was further reported the patient was discharged without requiring further intervention.

Event description:
It was reported that hematoma occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. During transseptal puncture (tsp) using versacross connect kit (vcc) and watchman trusteer access system (was), radiofrequency (rf) energy was delivered; however, the vcc guidewire was not visualized in the left atrium (la). The wire was withdrawn, the was repositioned, and rf energy was delivered again, resulting in successful transseptal access to the la. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and the closure device was implanted. The procedure was completed. Upon completion of the procedure, tee imaging identified a hematoma involving the aorta. No acute clinical instability was reported. No medical or surgical intervention was required at that time. The patient was admitted for overnight observation and is expected to fully recover. In the physicians opinion, tsp is the cause of the aortic hematoma. It was further reported the patient was discharged without requiring further intervention.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037853727. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hematoma (hospitalization). Risk review: a risk review was completed and confirmed that the event of hematoma was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that hematoma occurred. A left atrial appendage (laa) closure procedure was being performed using transesophageal echocardiogram (tee) imaging. During transseptal puncture (tsp) using versacross connect kit (vcc) and watchman trusteer access system (was), radiofrequency (rf) energy was delivered; however, the vcc guidewire was not visualized in the left atrium (la). The wire was withdrawn, the was was repositioned, and rf energy was delivered again, resulting in successful transseptal access to the la. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and the closure device was implanted. The procedure was completed. Upon completion of the procedure, tee imaging identified a hematoma involving the aorta. No acute clinical instability was reported. No medical or surgical intervention was required at that time. The patient was admitted for overnight observation and is expected to fully recover. In the physicians opinion, tsp is the cause of the aortic hematoma.